Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site eval: eval on-going.

Event description:
Country of complaint: (B)(6). During surgery at the moment of fixing the mesh, the suture detached, surgeon was required to re-suture.